Event description:
Procedure type: tubal ligation. According to the reporter: tip of dilating tip broke while trying to get through tissue layers. The pieces only made it to the fascial layer so they were picked out. There was no extension of or time or incision size. No additional bleeding and no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).